Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The instrument was placed in an in-house system, and an energy delivery test was performed. Intermittent energy delivery was observed. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were a bit exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument was placed on an in-house system and passed the engagement and recognition test. The instrument was found to have intermittent energy delivery. This could be a result of damaged insulation. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument arced inside the patient. The procedure was completed with no reported injury.